Event description:
It was reported that a non-abbott guide wire was unable to be advanced through a heavily calcified, very complex, 70% stenosed, de novo lesion in the heavily tortuous mid right coronary artery (rca), the lesion was pre-dilated with a 3.5x10 non-abbott balloon dilatation catheter (bdc), a 3.5x25 non-abbott bdc, a 3.0x20 nc trek bdc, and a 2.5x15 nc trek bdc. A 3.0x23 xience pro stent delivery system (sds) was advanced toward the lesion, but was unable to cross the lesion due to patient anatomy, resulting in a proximal shaft separation; no force had been applied. Both shaft pieces were able to be withdrawn without problems and without resistance. A 3.0x18 xience pro sds was then advanced toward the lesion with no force applied, but was also unable to cross due to patient anatomy. The 3.0x18 xience pro was withdrawn from the anatomy and two kinks in the proximal shaft were noted. A 3.0x11 non-abbott sds was placed in the mid lesion, then two non-abbott stents (2.5x14, 3.0x14) were placed in the proximal lesion, completing the procedure with satisfactory result. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.